Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during a therapeutic placement of an ultraflex tracheobronchial stent (patient age and gender unknown), the suture got stuck on the stent tip and the stent was unable to deploy completely. The procedure was not completed as another same device was unavailable. The patient's condition was reported as "good".